Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). According to bbm sales organisation in denmark, no sample will be provided for examination.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): pump keeps giving medication / over infusion.